Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm with each battery change. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced. Customer called back after receipt of battery cap and alarmed persisted after two days. Insulin pump also received a weak battery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery, weak batt and failed batt test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.